Event description:
The customer contacted stryker to report that their device unexpectedly powered off during use. In this state the device may not be able to deliver defibrillation therapy if needed. The user was able to power the device back on and resume use. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The customer received a replacement device. Stryker's product access center evaluated the customer's device and was unable to duplicate the reported issue. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off during use. In this state the device may not be able to deliver defibrillation therapy if needed. The user was able to power the device back on and resume use. This issue is patient related; however there was no adverse event reported.